Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's device was alarming. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt / check belt alarms) has been confirmed. As rec'd, the belt failed incoming testing. Upon eval, the black (main batt) wire was broken inside the trunk cable. The cause of the adjust belt / check belt alarms is the broken wire. The root cause of the broken wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt rec'd a replacement electrode belt.